Event description:
Boston scientific received information that this right ventricular (rv) lead was replaced due to clavicular crush damage. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported. Additional information was received that the associated cardiac resynchronization therapy defibrillator (crt-d)had reached end of life (eol) with what seems like complete battery depletion. Data was sent to boston scientific technical services (ts) for further evaluation. Initial analysis determined that eol was reached due to a charge time over 45 seconds. Further data review was conducted by a boston scientific engineer and revealed that the device shocked into a shorted lead. It was confirmed that the shorted lead condition occurred four days before this right ventricular (rv) lead was surgically abandoned back in (B)(6). After the revision, lead impedance measurements were obtained and found to be within range; however, high voltage testing was not performed.

Manufacturer narrative:
The device was successfully replaced and will be returned for laboratory analysis. As the rv lead was surgically abandoned back in (B)(6), it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.